Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp), removal difficulties and a tip break occurred. The "tight stricture" was located in the left hepatic duct. The wallstent rx biliary 10mm x 100mm stent delivery system (sds) was advanced to the lesion and deployed in the duct, however, it was noted that the stent did not fully expand. Upon attempting to remove the sds, the distal tip was unable to be retracted through the deployed stent. The sds was re-sheathed and the physician "applied more strength", however, approximately 5 cm of the inner catheter tip broke and remained inside the pt. A snare device was used to successfully remove the detached portion of the catheter. Another of the same device was sued to successfully complete the procedure. The patient's status is reported as "stable".